Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2012; dtma1q1 crtd, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragm stimulation caused by the left ventricular (lv) lead. Hospital nurse noticed twitching by the patient and performed a device interrogation. During interrogation, the nurse noted on and off diaphragmatic stimulation. The lead was reprogrammed, which resolved the stimulation, and it remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.